Event description:
During the procedure, another co's stent was unable to cross the heavily calcified lesion. The stent delivery system (sds) was withdrawn, but became stuck at the first bend of the guide wire. Another guide wire was advanced to keep vessel access and the sds was withdrawn together with the guide wire. Once outside the pt, the guide wire still could not be removed from the sds. This is being filed based on the returned product eval that revealed a separated guide wire coil.